Manufacturer narrative:
Initial and final MDR (B)(4) device 1 of 3.

Event description:
Reference number (B)(4) event occurred in the united states. It was reported that the patient experienced issue with three infusion sets on (B)(6) 2026 as the infusion set patch did not stick to the skin upon insertion. The patient replaced infusion sets and resumed insulin successfully. No further information available.